Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique or strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 109-166mg/dl fasting. Verified the strips expire 09/26/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: (B)(6).

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 109-166mg/dl fasting. Verified the strips expire 09/26/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: hi, (B)(6) 2015, 09:56:00 pm, fasting: yes; hi, (B)(6) 2015, 09:55:00 pm, fasting: yes; 522mg/dl, (B)(6) 2015, 07:02:00 pm, fasting: yes; 156mg/dl, (B)(6) 2015, 09:19:00 am, fasting: yes; 227mg/dl, (B)(6) 2015, 07:32:00 pm, fasting: yes.

Manufacturer narrative:
Product returned, but evaluation is still in-process. (B)(4).